Event description:
It was reported that the patient's programmer displayed a "replace generator soon" message. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention and their ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.